Event description:
Monitor failed to alarm when pt's heartrate was out side of preset parameters. CPR initiated and pt placed on ventilator. Pt wa then moved to another room for monitoring. Add'l serial # rac4a e6st6035g 6b, tram e6hb1576g 7f.